Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: the patient had a blood glucose (bg) of 545 mg/dl, no symptoms, after having been without insulin for two hours on (B)(6) 2013. The pump had emitted low battery and replace battery alarms, but they did not have a battery at the time. Reporter was unaware that low battery would drain in less than 2 hours. Patient had no insulin for 2 hours and then reporter changed battery. Customer support (cs) instructed reporter that an alkaline battery can be used so that insulin delivery continues when lithium battery not available. Reporter is working with bg manager to adjust settings. The issue resolved and bg is stable. There is no indication of pump malfunction. This complaint is being reported as the patient experienced hyperglycemia subsequent to the use error of not addressing the low and replace battery alarms in a timely manner.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.